Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat fecal incontinence, interstitial cystitis and mesh was implanted. It was reported that following insertion the patient experienced total urinary incontinence since 2008, wearing depends and many pads daily, frequent uti¿s, was given rocephin; uti¿s had gone systemic. The patient cannot hold urine in bladder, daughter takes care of her continuously, will soon need to have full time care. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystocele repair,rectocele repair performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.